Event description:
This spontaneous case was reported by a physician and describes the occurrence of procedural pain ("unbearable abdominal pain just after essure insertion") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced procedural pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with analgesics and surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the procedural pain had resolved. The reporter provided no causality assessment for procedural pain with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced unbearable abdominal pain just after essure insertion. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-feb-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 923 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced unbearable abdominal pain just after essure insertion. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. The product technical assessment concluded a quality defect was not confirmed but considered plausible.